Manufacturer narrative:
At the time of this report the device had not been returned to stryker sustainability solutions and an investigation had not been conducted. At this point it is unknown what the part number of the device is or any other device information. Once the investigation is completed a follow-up MDR will be submitted.

Manufacturer narrative:
After the initial MDR was filed, communication with the user facility confirmed the burr was not a reprocessed device. So the device was not received by the facility from (B)(6).

Event description:
It was reported that a bur broke off from the drill and hit a scrub technician on the shoulder during preparation for a procedure. The shaft of the bur remained in the drill. No medical treatment was required and there was no injury reported from the user facility.